Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet was dropped, the screen cracked, and the user could not unlock the device; the user had treated a low blood glucose earlier with juice and had paused insulin, which remained paused and contributed to subsequent hyperglycemia, leading to shipment of a replacement device. Symptoms included a low blood glucose followed by hyperglycemia, with no reported additional clinical symptoms and no need for medical assistance. Outcomes included no hospitalization and correction guidance to resume insulin delivery. Investigation included review of the report, triage of a hardware screen damage complaint, and coordination for device replacement and inspection of the returned device . Investigation of this device revealed a mechanical screen failure that impaired user interface access and insulin delivery control, consistent with device damage from dropping. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.